Event description:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor stating the plates were broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. A follow up report will be submitted upon completion of the investigation

Event description:
Philips received a complaint on the device efficia dfm100 indicating that plate cable sheath is found unsheathed and bent during functional test. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. A follow up report will be submitted upon completion of the investigation.